Event description:
The customer reported not being able to test their blood glucose level due to a fast draining battery from their precision xtra meter. The customer self treated with 65 units of insulin without knowing her blood glucose level. As a result, the customer lost consciousness while driving and her grandson was able to wake her up. The customer drove home; however, fell to the ground outside her house and the neighbor called 911. The paramedics treated her with glucose paste and unknown intravenous fluids. The customer was transported to the hospital where she was diagnosed with severe hypoglycemia. The customer cannot recall the treatment given. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.